Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient undergoing a spinal cord stimulation (scs) trial. It was reported during the scs trial the physician noted cerebrospinal fluid (csf) from the epidural needle. The patient reported having a headache. The physician performed a blood patch on the patient. The event occurred during entering the epidural space during the scs trial. The blood patch was performed after the procedure. Additional intervention/actions taken included intravenous fluids. It was unknown if the issue was resolved at the time of the report. No further surgical intervention occurred or was planned. No further complications were anticipated/reported.